Event description:
Device 2 of 4. Reference MFR. Reports: 1627487-2013-17585, 1627487-2013-17587, and 1627487-2013-17588. It was reported 3 of the pt's scs extensions were explanted due to irritation in addition to being in excess (pt has many extensions-all are not in use). During the surgical intervention, the physician inadvertently cut the pns lead (off-label). The procedure was completed and the lead was left implanted and will be removed at a later date. At this time, it is unknown which scs extensions were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.